Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was not reproduced. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide spacing gap. The downstream tubing guide gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed the downstream occlusion test and that the device alarmed after exceeding the designated pressure. There was no patient involvement. No additional information is available.